Manufacturer narrative:
Additional information received on 2/4/2019 indicated the patient underwent removal and replacement with mentor memorygel breast implant 300cc,catalog number 3507300mc, serial number (B)(4) lot number 7584734 (l) and serial number (B)(4) lot number 7644782 (r). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implants 275cc and experienced deflation on the right side and capsular contracture baker grade I on the left side. As a result, the patient underwent removal on (B)(6) 2019. This report is for the right side.